Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during dwell 3 of 5. The hp cycled the power and received a system error 2367. The hp stated that a bag had fallen off of the tubing. The hp would complete therapy with manual supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. He stated that the bag had come unhooked without falling as it was not properly attached. He stated that it was only due to user error and did not make any allegations against any of baxter's products. Therapy has been going well since, and there were no adverse effects reported in relation to this incident. Bps spoke with the registered nurse on (B)(6) 2012. She stated that the care giver had contacted her about the event and the nurse was aware of the user error. The patient has been continuing therapy on the homechoice, and everything has been going well since. There were no adverse effects reported in relation to this incident.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was 'supply bag disconnected without falling'. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.